Event description:
A revision surgery took place approximately 22 weeks after the primary surgery, because the patient tore their rotator cuff. The 2-peg anatomical glenoid size m (ref 105-0003), double taper +0mm (ref 112-0000), and 46x18 offset humeral head (ref 106-4600) were explanted. The surgeon then converted to a reverse configuration shoulder surgery.